Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on limited information provided. Additional information for further investigation was requested but not provided. The actions performed by the field service representative resolved the issue.

Event description:
The customer reported that they received and erroneous result for one patient sample tested for total bilirubin special (tbil). The sample initially resulted as 15.8 mg/dl accompanied by a data flag. The analyzer automatically repeated the sample and it resulted as 24.9 mg/dl accompanied by a data flag. The 24.9 mg/dl result was reported outside of the laboratory. The physician questioned the 24.9 mg/dl value since the patient was admitted to another facility and a new sample drawn at that facility resulted as "around 14 mg/dl". The customer was asked, but could not provide the specific value for the new sample. The customer believed the original sample value of 15.8 mg/dl to be the more accurate result. The patient was admitted at a different facility based on the erroneous result. The customer stated that it is their understanding that the patient was discharged shortly after having the new sample tested. Because the patient was not admitted to their facility, the customer stated that she does not know if the patient received any treatment before being released. No adverse events were alleged. The tbil reagent lot number was 68579401 with an expiration date of 09/30/2014. The field service representative determined that the gear pump, cuvette, and rinse bath water pressures were too low. He adjusted all water pressures to specifications. He completed diagnostics and these were within specifications. He ran a precision study which was within specifications.